Event description:
It was reported that during the implant procedure, the wrench stuck inside the left ventricular setscrew and could not be removed. The pulse generator was no longer used and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.